Manufacturer narrative:
Concomitant product(s): a d224trk ICD, implanted: (B)(6) 2013. Product event summary - the partial lead was returned in segments and analyzed and no anomalies were found. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The threshold on both the right ventricular lead and left ventricular lead had increased and was high. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.